Manufacturer narrative:
The device was received for evaluation with the tip protector removed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing (clear passage and pressure test) was performed. Clear passage test passed but the pressure test failed. A leak was observed between the tubing and interlink retractable t-connector. An additional leak test was performed and leak was observe between the tubing and interlink retractable t-connector. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation with the tip protector removed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing, clear passage, and pressure tests were performed. Clear passage test passed but the pressure test failed. A leak was observed between the tubing and interlink retractable t-connector. Functional testing revealed a leak between the tubing and interlink retractable t-connector. The reported condition was verified. The cause of the condition was determined due to the handling process methodology by manufacturing personnel. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an interlink system non-dehp t-connector extension set was leaking from the t-connector at the point where the extension tubing meets the port. The leak was discovered during use. This issue was resolved by exchanging the set for a new one. There was no patient injury or medical intervention associated with this event. No additional information is available.